Event description:
Subsequent to the initial medwatch filed, the following information was received: the mitral regurgitation (mr) grade pre and post procedure was 4+. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Event description:
This is filed to report the chordal rupture and increased mitral regurgitation that occurred during use with the clip delivery system ((B)(4) , and is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclips (B)(4) were successfully implanted in the central area of the mitral valve. A third clip delivery system (B)(4) was advanced to the mitral valve in an attempt to treat a residual significant jet in the medial portion of the valve. The first leaflet grasping attempt seemed effective, reducing mitral regurgitation to a mild-to-moderate grade; however, during leaflet insertion assessment, the mr suddenly worsened to a grade 4+ with a severe eccentric jet. A chordae rupture was then observed, with a flail of the posterior leaflet. The clip was re-opened, and two additional leaflet grasps were performed, but both attempts were unsuccessful in reducing the mr; therefore, the third clip was not implanted and the cds was removed. The procedure was aborted with two clips implanted and the mr increased to 4+. No additional information was provided.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 2 implanted mitraclips (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral valve injury/tissue damage (chordal rupture) and mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, the most probable cause for the mr was likely due to the chordal rupture, which resulted in an a severe eccentric jet in the mitral valve. The reported chordal rupture/tissue damage was likely due to an interaction between the clip and chordae during grasping attempts and thus related to patient/procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product deficiency.